Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse reported that the cardiosave received water damage, and found that the cardiosave was failing manifold tests. The fse ordered parts for replacement and returned to customer's site to complete repairs. The fse replaced pim to backplane cable assembly, in-line female pneumatic fitting, 1/16 ID. Polyurethane tubing, pressure-vacuum reservoir, l" 1/16 brass fitting, muffler to reservoir fitting, o-ring, buna as568a-910, muffler <100 micron, drive manifold assembly and pressure transducer w/4"cable. The iabp ran and passed all performance and function tests and was returned to the customer for clinical use.

Event description:
The customer was repairing the intra-aortic balloon pump (iabp) device in-house and has replaced power management board, pneumatic interface module, scroll compressor and drive manifold, but the device still fails pneumatic test. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer was repairing the intra-aortic balloon pump (iabp) device in-house and has replaced power management board, pneumatic interface module, scroll compressor and drive manifold, but the device still fails pneumatic test. There was patient involvement, thus no adverse event was reported.